Manufacturer narrative:
It was reported a stalif m-ti device was implanted in a patient on (B)(6) 2024 in australia. During the implantation case, the cage position was not midline as intended. When the surgeon tried to adjust the position of the cage intraoperatively using the instrumentation provided in the set, he was not able to do so and had to accept the cage position as is. The patient later presented with ongoing pain requiring revision of the stalif m-ti device to treat the patient's condition. The revision surgery was initially postponed in (B)(6) 2024 because the patient was unwell at the time. The implantation surgeon revised the stalif m-ti device in (B)(6) 2024 (the exact surgery date was not provided by the distributor or surgeon, but 15 aug 2024 was the silony spine date of awareness that the rescheduled revision surgery took place). The stalif m-ti device was revised because it was reported to have been positioned incorrectly during the initial implantation surgery such that the cage was impinging on an exiting nerve root and causing continued pain for the patient. During the revision surgery, the surgeon removed the screws from the cage anteriorly and attempted to reposition or remove the cage using the instrumentation provided in the set. The surgeon again was unable to reposition or remove the cage using the pincer inserter provided in the set. Since the surgeon was unable to modify the implant's position during the revision surgery, he instead decompressed posteriorly to release pressure on the nerve root and adjusted the cage position by impacting the cage posteriorly. The revision surgery was successful and the patient's condition was reported to have improved post-operatively. There was no indication of device malfunction and no additional patient complications reported. A review of the DHR could not be completed as the part number and lot number were not provided and could not be determined during the investigation. Complaint trending found that the rate of complaints was found to be at an acceptable level where the clinical benefits outweigh the risks. A review of the related risk assessment found that the risks associated with the complaint are identified and mitigated to an acceptable level. The implant remains in the patient following the revision and therefore could not be evaluated. No further details on the revision case or imaging were provided. Based on the information provided from the distributor, the stalif m-ti device did not malfunction and is not implicated as the root cause. The improper placement of the implant during the initial implantation surgery was determined to be the reason for the revision surgery performed on this patient to release pressure on the nerve root that was the cause of the patient's continued pain after the initial implantation surgery. The distributor mentioned the surgeon was unhappy with the implant placement during the initial surgery, but had to accept it as he was not able to properly re-position or explant the cage using the provided pincer inserter either intraoperatively or during the revision case. The pincer inserter is specifically designed to manipulate and/or remove/explant the stalif m-ti implant when necessary and has proven to be successful in cadaver and live surgeries. Therefore, surgical technique and specifically using inappropriate technique to position the implant during the initial implantation surgery was determined to be the root cause for why this revision surgery was later required for this patient. There were no other anomalies identified during the investigation. This submission is 1 of 1 devices involved in this event.

Event description:
A stalif m-ti device was implanted on (B)(6) 2024 in australia. The patient later presented with ongoing pain requiring revision of the stalif m-ti device to treat the patient's condition. The revision surgery was initially postponed in (B)(6) 2024 because the patient was unwell at the time. The revision surgery on the stalif m-ti device was performed in (B)(6) 2024 (exact surgery date was not provided, but 15 aug 2024 was the silony spine date of awareness that the rescheduled revision surgery took place). The stalif m-ti device was revised because it was reported to have been positioned incorrectly during the initial implantation surgery such that the cage was impinging on an exiting nerve root and causing continued pain for the patient. During the revision surgery, the surgeon removed the screws from the cage anteriorly but wasn't able to remove the cage using the instrumentation provided in the instrument set. The surgeon instead decompressed posteriorly to release pressure on the nerve root and adjusted the cage position by impacting the cage posteriorly. The revision surgery was successful and the patient's condition was reported to have improved post-operatively. There was no indication of device malfunction and no additional patient complications reported.